Event description:
It was reported that the device was leaking water. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product device was received for evaluation visual and functional testing were performed. Visual inspection found wear and tear damaged to the enclosure, front cover, tank cover, and line cord. The printed circuit board (pcb) and power switch were outdated. The reservoir was filled with water and began to leak out of cracks in the bottom of the tank cover. The reported issue was confirmed. The root cause of the reported issue was found to be cracks in the tank cover from overtightening the screws that secure the enclosure. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.